Event description:
Reported via clinical study it was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 29.7 mm. There were no patient complications that were reported to have occurred. The patient was discharged on apixaban (5 mg/day) and aspirin (81 mg/day). 52 days post procedure, the patient expired with the cause of death being unknown. At the time of death, the patient was on apixaban (5 mg/day) and aspirin (81 mg/day).